Event description:
The account alleged the bed will not go up or down. No pt impact.

Manufacturer narrative:
The account found the coiled cable was cut. The account replaced the coiled cable to resolve the issue.